Event description:
It was reported to philips that the device was producing an unexpected noise from the speaker. There was no patient involvement.

Event description:
It was reported to philips that the device was producing an unexpected noise from the speaker. There was no patient involvement.